Manufacturer narrative:
(B)(4).

Event description:
Home monitoring alerted that the patients rv lead had out of range impedances and lead polarity had flipped from bipolar to unipolar. This ra lead had done the same thing previously. The system remains implanted.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.